Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: thailand

Event description:
It was reported that during surgery the device had left a diamond dust (debris) in the soft tissue after use. There was no patient impact but there was a delay of an amount of time. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device had left a diamond dust (debris) in the soft tissue after use. The debris was successfully removed and no additional surgery was needed. There was a delay of 30 minutes while the debris was being removed. Due diligence is complete and there is no additional information available.